Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette used in peritoneal dialysis therapy leaked at the connection to a solution bag during setup. The patient was not connected at the time of the event. The patient reported that the leak was due to a loose connection resulting from a mistake they had made. The technical services representative reviewed proper procedures with the patient. The patient would start over with all new supplies. There was no patient injury or medical intervention reported. No additional information is available.